Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was found to have thermal damage on the instrument conductor cap. The ear was removed from clevis, the instrument was found to have a broken conductor wire at the weld. This may resulted in the thermal damage to monopolar yaw pulley and instrument conductor cap. The instrument failed the electrical continuity test. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was found to be burnt. There was no report of patient involvement.